Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing causing false/early termination of recorded episodes. It was also reported the right ventricular (rv) lead exhibited intermittent undersensing noted on most recent recorded atrial tachycardia/atrial fibrillation (at/af) episode. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.